Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator was in use with a patient when it alarmed ""xdcr fault"", ""high rate"", ""low ve, and ""low pip"". The customer reported that the device was replaced and there was no patient harm or injury.

Manufacturer narrative:
Results of investigation: the vyaire medical failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the component. An evaluation of the component confirmed and duplicated the reported issue and isolated the issue to "failed pt801 and pt802".